Manufacturer narrative:
Conclusion: results of the investigation indicated that there are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case,the physician explanted the device and converted the procedure to a full valve replacement. The reason for the procedure conversion is unknown however, since the surgeon opted to perform a full valve replacement, it indicates that the patient¿s native valve may not have been repairable. Overall there is no indication of product quality issue. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that on the day of implant of this mitral annuloplasty ring, the physician explanted the device and converted the procedure to a full valve replacement. The reason for the procedure conversion is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.